Manufacturer narrative:
The reported event of "the autopulse platform (sn (B)(4)) with broken battery connector" was confirmed through visual inspection. The root cause for the reported issue was due to a damaged battery power cable. The platform failed initial functional testing due to ua07 (discrepancy between load 1 and load 2 too large) error message. The root cause was due to the defective load cell 2. Upon visual inspection, observed damage on battery power line connector inside the battery bay. The battery cable was replaced to remedy the issue. Unable to perform functional testing due to ua07 (discrepancy between load 1 and load 2 too large) error message displayed upon powering on the platform. Load cell characterization test indicated load cell module 2 was over reported. The load cell 2 was replaced to remedy the issue. The archive data was downloaded and reviewed. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
As reported, during shift check, the user observed broken battery connector in the autopulse platform (sn (B)(4)). No patient involvement. On 02/21/2019, during investigation, the autopulse platform failed initial functional testing due to ua07 (discrepancy between load 1 and load 2 too large) error message.